Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 5ml saline fill china sp experienced a case of difficult plunger movement and an unspecified number of difficult plunger movement. Product defects were noted during use. The following information was provided by the initial reporter: when the nursing staff sealed the indwelling needle for the patient, they found that the flush could not be pushed forward, and gently moved back to find the leakage, immediately replaced the new prefilled, and completed the tube sealing for the patient. The patient had no objection.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that syringe 5ml saline fill china sp experienced a case of difficult plunger movement and an unspecified number of difficult plunger movement. Product defects were noted during use. The following information was provided by the initial reporter: when the nursing staff sealed the indwelling needle for the patient, they found that the flush could not be pushed forward, and gently moved back to find the leakage, immediately replaced the new prefilled, and completed the tube sealing for the patient. The patient had no objection.